Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-fem-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: (B)(6), filter tilt = 16 degrees. The inferior vena cava (ivc) diameter at the intended filter location was 20 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a günther tulip® (gpn g52917, lot # e3546722) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 11 to < 16 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 23.1 mm in the ap view. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 8 degrees in the ap view. Analysis of the x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The filter angle of tilt was 6.7 degrees in the ap view and 16.6 degrees in the lat view. At the time of discharge, the patient was not taking any antiplatelet or anticoagulant medications. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.

Manufacturer narrative:
Exemption number e2016032. (B)(4). After investigation the event for this pr is no longer reportable. Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and image review. A tulip filter was deployed in the infrarenal location without evidence of significant tilt relative to the center line of the ivc on the post-deployment venogram. Next days follow-up demonstrated significant anterior tilt of approximately 19° relative to the anterior margins of the vertebral bodies. However, as this measurement is based solely on the bony landmarks, this is likely not an accurate representation of the filter tilt relative to the center line of the ivc. Thus the reported filter tilt cannot be confirmed. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events.